Manufacturer narrative:
Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
Addional information indicated that this patient sample was also tested on a second architect analyzer at the customer lab and discrepant troponin results were generated using the same suspect reagent lot. A positive result of 1.550 ng/ml was repeated at 0 with no reported impact to patient management.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. No returns were available for the investigation. Review of ticket trending and lot search data for likely cause lot 29139un14 did not identify an increase in complaint activity related to the complaint issue. Accuracy testing was performed to evaluate the performance of reagent lot 29139un14. Acceptance criteria were met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the assay performs per specifications. A malfunction was not suggested, since the issue was observed with one discreet patient sample. The issue was not seen in the subsequent sample which produced the expected negative result. The architect stat troponin-I package insert provides conditions that may cause erroneous results.

Event description:
The customer stated that one patient sample generated discrepant results for the architect troponin assay. The customers cut-off result for this assay is 0.3 ng/ml (0.30 ug/l). The patient was presented to the emergency with results of 0.0, 0.45, 0.51, 1.9 and 0.015. A second sample from the same patient generated a negative result. No impact to patient management was reported.